Event description:
After a plcr60gt reload had been fired via a plc60 stapler in a pulmonary lobe resection procedure, a leak test showed that the staple line was insufficient. The staple line was then reinforced by sutures.

Manufacturer narrative:
The device was discarded by the healthcare facility, and was not returned to the manufacturer. No evaluation could be performed. The plcr60gt reload was discarded by the healthcare facility; the lot number and date of manufacturer could not be ascertained. Date of manufacture is not known because lot number is unknown.